Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, d9, h3, h6, h7 and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of green image was confirmed. During the device inspection, root cause of the issue was localized to a faulty charged coupled device. Based on the investigation results, it is likely that the cause of the reported malfunction was a faulty charged coupled device. However, specific root cause of the faulty charged coupled device could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the telescope had a green image. The issue occurred during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. The user facility was contacted to obtain additional information and to check the status of the subject device. Should additional relevant information become available, a supplemental report will be submitted.